Event description:
It was reported that the gastrointestinal videoscope had an error b30 (scope communication error) code. The issue occurred before sedation for an upper gastrointestinal procedure that was delayed by less than 30 minutes. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.